Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's doctor reported via phone call that the customer was hospitalized for a high blood glucose of 374 mg/dl and diabetic ketoadisosis. Prior to the hospitalization, the patient experienced hyperglycemia for an entire week. At the hospital, the customer was removed from the insulin pump and treated with insulin drip. After her blood glucose returned to normal, the customer was allowed to use her insulin pump, but she then went back into diabetic ketoacidosis. The doctor stated that the customer was allergic to long-acting insulin. The reservoir was not returned for analysis.